Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware® ventricular assist system - battery. (B)(4). The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The IFU and patient manual are a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. One controller and one battery were returned for evaluation. It was reported that the power port 1 of the controller was loose as well as showing indication of a critical battery alarm possibly involving both the controller and the battery. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device (controller) met all requirements for release. The reported event was confirmed via review of the controller log files and visual observation, which revealed one critical battery alarm involving (B)(4) and a loose power port 1 connector on the controller. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and the battery. Analysis of the battery and controller revealed that the battery passed visual examination and functional testing but the controller passed only functional testing and not visual testing due to the loose connector. Of note, the controller, con104154, in use during the event did not have the smr upgrade. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries as well as a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware has also opened an internal investigation to address communication errors between controllers and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Serial # (B)(4), catalog # 1650, exp. Date: 02/28/2017, (B)(4). Yes, device is available for evaluation. Returned to manufacturer on 06/02/2017. MFR date: 02/04/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The IFU and patient manual are a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic for a loose power port on their controller.  In addition, there was a critical battery alarm that was inappropriate based on the presumed battery charge.  There was no damage, force, or dropping of the controller and no known alarms associated with the loose connector.  Log files were sent.  Both the controller and the battery were exchanged.  No patient complications have been reported as a result of this event.